Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The customer's complaint that the autopulse nxt platform (sn (B)(6) displayed a yellow triangle alert led and failed to initiate compressions was confirmed during functional testing and archive data review. The root cause of the reported complaint was defective multi-position sensors. The archive data indicated fault codes 1050 (spool misaligned) and 1060 (motor fault), confirming the complaint. The autopulse nxt platform failed functional testing due to a flashing yellow triangle led, confirming the complaint. Based on the archive log review, the platform powered on, the yellow triangle alert led flashed, and compressions failed to initiate. Multiple occurrences of faults 1050 and 1060 were recorded during the event. Fault code 1050 indicates a sensor fault. The sensors indicated that the spools were not aligned by more than a half-turn. This will cause the device not to be at platform home (the spool shafts' start position when powered on), which allows the band clips to be inserted. This will trigger fc 1060. To remedy the issue, both multi-position sensors were replaced. Following service, the autopulse nxt platform passed the final tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse nxt platform with sn (B)(6).

Event description:
The customer reported that upon powering on the autopulse nxt platform (sn (B)(6), the yellow triangle alert led flashed, and the platform failed to initiate compressions. The customer attempted to clear the alert by replacing the battery and nxt band and by performing all troubleshooting steps per the operating manual, but the issue persisted. No additional information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.